Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6)2019. The patient was vomiting, feeling sick, and had high ketones. They were taken to the hospital via ambulance on (B)(6)2019. An IV drip of insulin was administered to the patient at the hospital and was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a possible adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's continuous glucose monitor reading was 15 mmol/l while the patient's blood glucose reading was 33.3 mmol/l. No other patient event details were provided other than the name of a hospital. It is therefore presumed that the patient was hospitalized in relation to the reported inaccuracies. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of parkes error grid.